Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, venous bleeding occurred. In addition, the instrument release key (irk) was used on the fenestrated bipolar forceps (fbf) instrument. The following information is unknown: the cause of the bleeding, the blood loss volume associated with the complication, and what medical intervention (if any) was rendered due to the bleeding. It is unclear if the fbf instrument was a contributing factor to the cause of the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Updated sections: d9, h2, h3, annex codes g, b, c, and d. Device evaluation: intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis (fa) and did not confirm or replicate the customer reported complaint. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The electrical continuity test was performed and passed. No logs are available for review at this time. Visual inspection was performed, and no damage was observed. The instrument was fully functional. No product issue was found

Event description:
Refer to h11 for follow-up information.